Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.5 cm descending thoracic aneurysm. The vessel morphology was reported as the proximal aortic neck was 26 mm in diameter. The aorta distal to the aneurysm narrowed to 26 mm and then enlarged to 27-28 mm and had significant 40 degree anterior-posterior angulation. Vessels had some calcifications. There were three talent thoracic stent graft pieces implanted. The first distal main which was the middle graft (mdr2953200-2009-01687) was implanted, however, the proximal end of the graft started to misalign. The physician was able to obtain wall apposition, and the graft was pulled down about 1 cm to correct the misalignment. When deploying the third most-distal graft (mdr2953200-2009-01688), the proximal end of the stent graft misaligned and remained misaligned near the area of the distal aortic angulation. More attention was paid to the distal side rather than the proximal end of this final stent in order to avoid covering the celiac artery. It is possible that the physician did not have enough tension on the delivery catheter during the deployment of the stent grafts. Because there was an overlap of 2 stent rings of the distal-most graft with the middle graft, the physicians were not too concerned. The graft were ballooned, and the end result was very good. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4) secondary intervention - (B)(4). Evaluation results and conclusions: did not follow recommended deployment technique in the instructions for use.